Event description:
It was reported that patient's pacemaker (pm) system was explanted due to an unknown reason. The patient experienced chronic heart failure (chf) and cardiogenic shock. During the procedure, the patient's blood pressure dropped, and cardiopulmonary resuscitation (CPR) was performed. The patient tolerated the procedure well and no complications were reported.

Manufacturer narrative:
The reported event was "patient experienced chronic chf and cardiogenic shock" as received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage. Further information was requested but not received.